Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported the insulin pump not delivering insulin, and receiving no delivery alarms from the device. The customer reported this occurring the week prior to the call to the helpline, and that it led to hospitalization for blood glucose values over 700 mg/dl. Nothing further reported.